Event description:
It was reported surgical intervention was undertaken wherein the patients system was explanted.

Manufacturer narrative:
A patient experienced ineffective stimulation due to lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02384. It was reported the patients leads have migrated following a fall, resulting in ineffective stimulation. Surgical intervention may be pending to address the issue.